Manufacturer narrative:
Tracking #.47047. Date sent: 11/13/1998. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "staples would not release every time the trigger was squeezed" during surgery may have been due to a dry fire which can cause a formed staple to become jammed in the nose. The device was rec'd with six staples jammed in the nose, one of which was formed, and with a yielded cartridge nose weld. No functional testing could be performed due to the staples jammed in the nose which could not be cleared for the following staples to feed into position to fire. The device was returned containing a total of eight staples.

Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the staples would not release every time the trigger was squeezed. There was no patient consequence. Additional information received on 11/11/97. It was stated by the affiliate that there was no patient consequence. Additional information received on 11/14/97. It was stated by the affiliate that the staples failed to be fired from the device. Co changed the database to reflect this additional information.